Event description:
It was reported that during the implant procedure, impedances resulted in ¿???¿ so the lead was taken out of the implantable neurostimulator (ins) and reinserted. Impedances were also measured at different parameters. The lead appeared to be fully inserted into the ins. Taking out and reinserting the lead and measuring impedances at different parameters did not resolve the impedance issue. It was noted the torque wrench was making a clicking sound as though it was torquing down, but although the torque wrench appeared to be tightening the setscrew, the lead could be pulled out of the ins port and the setscrew was not tightening down on the lead. A different ins was opened and used. The new ins tightened the lead down ¿fine¿ and impedances were ¿good.¿ two days later, it was reported that all impedances checks with the current ins were ¿normal.¿ the patient programmer was used by the patient in recovery to turn on the ins and turn up to a comfortable amplitude. There were no issues with the ins in the recovery area. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va04v0l, implanted: (B)(6) 2013, product type: lead. (B)(4).